Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that pericarditis/infection was discovered on the right ventricular (rv) lead. An echocardiogram was performed. No electrical anomalies were noted. The rv lead was explanted. No adverse health consequences to the patient.